Event description:
Fidia received this information from sanofi-aventis, the u.s. Distributor for hyalgan (reference no. (B)(4)). Initial information was received from a consumer on (B)(6) 2011: a (B)(6) female consumer with medical history of knee problems, meniscus surgery in 2010 and again in (B)(6) 2011 reported she also could not walk and the doctor thought that arthritis caused the pain and her trouble walking. She tried sodium hyaluronate to see if it would help and received two treatments with sodium hyaluronate (hyalgan) (lot #, expiration date unk) in the right knee. She had five shots ordered but used two of them. She received her first injection three weeks ago ((B)(6) 2011). After her first injection, her knee was swollen and she was in pain. She received her second shot 2 weeks ago ((B)(6) 2011) and her knee got more swollen and she had even more pain. She could not sleep and could not walk for ten days. It was so badly swollen and she was in so much pain that she went back to the physician on (B)(6) 2011 and got cortisone shot for the pain. Her physician and the consumer decided not to continue with the remaining sodium hyaluronate. She also stated that after the second shot, within a half hour, she had a bad burning sensation in the middle of her knee. It felt like a bee sting or bite in the middle of her knee. She had two knee surgeries in the past year and the amount of pain that she had after the second sodium hyaluronate shot was the same as the pain she had after the two surgeries she went through prior to sodium hyaluronate. She stated that she was feeling a little better since the hydrocortisone (cortisol) shot but did not feel as good as she did before the injection. She had a picture of her knee after getting the second injection and it was horrifying. Her right knee was 3-4 times the size of her left knee. She had a lot of swelling. Her physician did not think that she had an allergic reaction to the sodium hyaluronate because her knee did not turn red and she did not have other allergy symptoms. No further relevant information reported. Additional information for hyaluronate sodium (hyalgan) (lot number/expiration date unk) from (B)(4): no batch number was received on this complaint; therefore, no investigation can be conducted. This complaint will be closed. If batch number is received, this complaint will be reopened and responded to accordingly. Conclusion: no investigation/no assessment possible.